Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer's blood glucose value was 248 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that self test did not pass. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.